Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device user received ¿issue amount must be a number greater that 1¿ error message and was unable to issue medication. A technical support specialist logged into medbank myqlink and identified that the bin labeled ext6 di showed -2 issued, which caused the on-hand quantity to be zero. Also, none of the users had the necessary permissions to perform a cycle count. Thereby, the specialist advised the customer to contact the pharmacy department to have an employee temporarily granted cycle count permissions to adjust the inventory count for that medication and resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower user received error stating ¿issue amount must be a number greater that 1¿ while issuing lantus solostar 100 units/ml. After troubleshooting, the issue was not resolved. There were no adverse events or injuries reported based on this incident.